Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Evaluation of the returned product identified the returned device did not match the reported device. Customer follow up was performed to confirm the returned or reported device information. The follow-up identified the customer returned a batch of 5 implants at the same time, the other implants were inspected and identified that none of the returned devices match the reported device. Therefore, the reported implant was not returned for investigation. The returned device will not be investigated as the customer confirmed they reported the correct items. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot #. Pre-existing condition noted on was diabetes. The reported device was located on tooth # 31 and was implanted for 5 years 9 months. The customer did not provide pictures or x-rays of the implant site. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to bone loss. The reported device was not returned and the reported complaint could not be verified as the product was not returned and no pictures or x-ray evidence was provided to verify the reported event. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had bone loss. The implant was subsequently extracted and the site grafted.